Manufacturer narrative:
The alarm trace did not indicate an issue. The customer did not use the required rack adapters for 13 mm. Diameter tubes. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys probnp ii immunoassay on a cobas e 411 immunoassay analyzer. An incorrect value from the sample was reported outside of the laboratory. The sample initially resulted with a probnp value of 9.92 pg/ml. The sample was repeated on (B)(6) 2019, resulting with a value of 307.2 pg/ml. A second sample collected from the patient resulted with a probnp value of 522.4 pg/ml on (B)(6) 2019. A third sample collected from the patient resulted with a probnp value of 304.8 pg/ml on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The probnp reagent lot number was 35867900, with an expiration date of 31-jan-2020.